Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade tmzf hip stem #1 was reported. The event was confirmed. Method & results: -device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. -medical records received and evaluation: the medical report from a clinician states, ¿the operative report describes spinal anesthesia and a posterolateral approach. The operative reported noted, intraoperatively as the final stem was placed a small crack was noted in the calcar¿ repaired with cerclage cable. No other complications were noted during the surgery and the plan for partial weight bearing for six weeks post-operative. The relatively common post-operative total hip arthroplasty complications of foot drop is increased in obese, diabetic, tobacco addicted patient with posterior surgical approaches. There is no evidence this relates to factors of faulty component design, manufacturing or materials or the use of a prophylactic cerclage dall-miles cable.¿ -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the operative reported noted, intraoperatively as the final stem was placed a small crack was noted in the calcar¿ repaired with cerclage cable. No other complications were noted during the surgery and the plan for partial weight bearing for six weeks post-operative. The relatively common post-operative total hip arthroplasty complications of foot drop is increased in obese, diabetic, tobacco addicted patient with posterior surgical approaches. There is no evidence this relates to factors of faulty component design, manufacturing or materials or the use of a prophylactic cerclage dall-miles cable.¿

Event description:
Claimant underwent a hip replacement surgery on or about (B)(6) 2014. During the procedure the claimants femur was split and she sustained residual l5 nerve damage. Claimant resides in (B)(6).

Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Legal matter .

Event description:
Claimant underwent a hip replacement surgery on or about (B)(6) 2014. During the procedure the claimants femur was split and she sustained residual l5 nerve damage. Claimant resides in pennsylvania.